Event description:
It was reported that on (B)(6) 2022, a 25mm navitor was successfully implanted using a small flexnav delivery system in a patient with a previously diagnosed right bundle branch block. It was noted that during procedure the valve had been re-sheathed a total of 3 times due to an unknown reason. The final non-coronary cusp implant depth was 1mm and the a final left coronary cusp implant depth was 7mm. The patient was hemodynamically stable throughout the procedure. It was also noted that after implant of the 25mm navitor valve, that the patient developed a complete atrioventricular block. It was also discovered that the valve had migrated after implant. It was reported that 2 weeks after implanting the 25mm navitor valve transaortic regurgitation was present in the patient. It was noted that the patient suffered heart failure symptoms. The patient is scheduled to have a permanent pacemaker implanted to treat the complete atrioventricular block. The patient status was reported as unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of right bundle branch block, migration of valve upon implant, complete atrioventricular block, transaortic regurgitation and heart failure symptoms was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note that per the instructions for use, "implantation precaution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." And "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.).